Manufacturer narrative:
The unit did not have a button error alarm. However, the unit had an intermittent button response due to corroded keypad traces. No scrolling numbers or display anomaly noted. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 65 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.